Event description:
Event description cpi received information that during an attempted implant procedure in may 1997, the implantable cardioverter defibrillator (ICD) would not sense and a loss of pacing capture was noted after a shock was delivered to the patient. The ICD was not implanted. There was some confusion with the information received on this ICD from australia and we were unable to confirm which ICD this problem was associated with until october 29, 1997.